Event description:
The customer reported a fast drop activated error message. This causes the sys to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as repair info is not available.